Manufacturer narrative:
The device has not been returned. A product analysis has not been performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the tip of the blade broke off during a procedure. There was no reported patient impact or injury.

Manufacturer narrative:
Product analysis - the inner shaft broke 0.58¿ from the distal face of the inner hub which would have resulted in the reported malfunction. The break point corresponds to the proximal end of the outer tube in the front hub. When viewed under magnification, there was deformation of the locking area on the front hub and striations around the outside diameter of the break point indicating metal on metal contact. There was no allegation of a defect prior to use. The information indicates excess pressure was applied during use which caused the deformation of the locking area; which then caused the inner shaft and outer tube to rub together until the inner shaft broke. There was no indication of device fragments and the breakage would have been contained by the outer tube and the handpiece. There was also deformation of the front hub consistent with improper loading. The tip did not break off however the proximal end of the shaft broke which may appear as if the tip were broken due to the lack of rotation. If information is provided in the future, a supplemental report will be issued.